Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® push button blood collection set with pre-attached holder experienced blood spatter/leakage during use. The following information was provided by the initial reporter: pbbcs pah tube leaking during use. Operator describes a similar problem with the blood seeping from the connection to the non patient end of the product where the tubing connects the white hub that connects to the holder.

Manufacturer narrative:
Medical device type: fmi, jka. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set with pre-attached holder experienced blood spatter/leakage during use. The following information was provided by the initial reporter: pbbcs pah tube leaking during use. Operator describes a similar problem with the blood seeping from the connection to the non patient end of the product where the tubing connects the white hub that connects to the holder.